Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 02/2025).

Event description:
It was reported that prior to a biopsy procedure, the device was allegedly received as unsealed pack. There was no patient contact.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one mission disposable core biopsy kit was returned for evaluation. On visual evaluation, the device appeared clean and the device was returned in a initial configuration with cannula at 00mm position and it was noted that the device came back in an unsealed package. And on further evaluation it was noted that there was no trace of seal found at the bottom of the package .therefore, the investigation for the reported unsealed device package is confirmed as the device was returned in an unsealed package. Three electronic photos were provided for review. First photo shows the package where it was unsealed in the bottom part and it was noted the side parts were in sealed condition. Second photo shows the label where the product specifications are verified. Third photo shows the media chat where the photo in the message shows the device(mission kit) in the package and the package is noted to be in unsealed condition (at the bottom part). Therefore, based on the photo video review, the reported failure unsealed device package can be confirmed. Therefore, the investigation for the reported unsealed device package is confirmed as there were proper evident provided. A definitive root cause for the alleged unsealed device packaging could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2025), g3. H6 (method). H11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device was allegedly received as unsealed pack. There was no patient contact.